Manufacturer narrative:
This file is being submitted as part of a retrospective review of historical records after which medical safety has updated the report type. Corrected information for the initial MFR 1220648-2024-11075 was provided in sections b2, g3, and h1, and h6.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. Instructions for use state the following: impella cp with smartassist system section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿

Event description:
The complainant reported a 71-year old male patient with acute myocardial infarction / cardiogenic shock was implanted with an impella cp for mechanical circulatory support. After the implant, there were positioning issues. The impella slid across the bio-prosthetic aortic valve multiple times, however, medical staff was able to reposition it. When the impella slid again, the pigtail was also in the aorta - there was no longer the ability for impella to be advanced. The pump was explanted. After the explant, other hospitals would no longer accept the patient due to the patient being unstable during transport. Escalation to other impella devices was also not possible due to the positioning issues previously experienced. The patient was put on comfort measures only and expired after approximately four hours of support. It is unknown if the impella was correlated to the cause of death.

Manufacturer narrative:
The investigation into the positioning issues been completed since the original report was submitted. The device was not returned for investigation. Based on clinical description, the root cause of positioning issue was most likely use related.